Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jul2019 the product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse found the unit's gas delivery system (gds) module was damaged and replaced the unit's gds to resolve the reported issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
Customer contacted technical support (ts) stating that unit had low tidal volume. The customer reported there was no patient involvement.